Event description:
New info states as follows: the reporting physician changed the definition of the event, iol sclerosis (previously coded as lens disorder), and define it as the lens became opaque. This event was coded as lens opacity. This report is being resent due to a previous technical error. In the EU device vigilance form the follow-up info was missing. Follow-up (1/25/2001): the complaint investigation report stated as follow: "this investigation was carry out as a result of a received med watch report. No complaint form or sample was available. Since no complaint form or sample was present for eval, investigation is based upon the info on the med watch report. Investigation consisted of the following: - batch records were reviewed and showed no deviationsp - raw material inspection records were reviewed and showed no deviations; - review of complaint records revealed that no complaints were received from production lots from some raw material as this lot number from complaint. Based on the present info co could not identify the phenomenon as described. Since no deviatations are found in the production batch records, a production related cause couldn't be identified.

Event description:
Poor post-operative visual acuity [visual acuity reduced]. Iol sclerosis [lens disorder nos]. Case description: spontaneous report/my loclogno. Mal/sr/02/01: pt underwent in 2001 routine phacoemulsification and experienced poor postoperative visual acuity, with ceeon 911a. The visual acuity post operatively was 6/24, at 2 weeks post operatively was 6/24, at 5 weeks post operatively was 6/12 and at 8 weeks post operatively was 6/9. Lenticular (iol) sclerosis was noted at 5 weeks post operatively. The pt still now not achieved a good quality of vision. The outcome was reported as unknown. Case comment: the pt's poor vision may be due to the fact that the lens dioptors were not accurately measured therefore the power of the lens implanted might be insufficient for the desired clarity of vision. In order to comment on the event iol sclerosis, further info is required.

Event description:
The reporting physician changed the definition of the event, iol sclerosis (previously coded as lens disorder), and define it as the lens became opaque. This event was coded as lens opacity and added to the list events.